Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath. The returned non-maquet sheath was over the catheter and partially covering the rear portion mid catheter tubing approximately 31.8cm and 76.2cm from iab tip. The optical fiber was found to be broken within the catheter tubing at the kinked location by the y-fitting approximately 76.2cm from the iab tip. The pressure tubing and extender tubing were also returned. The optical fiber was found to be broken within a catheter kink, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a

Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that when the patient came from the cvor (cardiovascular operating room) where the intra-aortic balloon (iab) was inserted, a fiber optic sensor failure message was displayed. The customer followed the help screen steps without resolve. The getinge representative advised them to disconnect the fo cable and transduce the central lumen of the iab. That was successful and they were pleased with the help. There was no patient harm or adverse event reported.

Event description:
N/a.